Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibial component at the cement to implant interface, cement manufacturer is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Medical records (ad (B)(6) 2018) reviewed for MDR reportability on (B)(6) 2018. Awareness date of impacted products updated to reflect the review of the medical records by the clinician. Revising noted within his operative note that a "few taps on the tibia showed a debonding of the baseplate, despite negative bone scans and preoperative exams." Only the tibial tray and tibial insert from the primary surgery were revised. Depuy cement was utilized during the primary surgery and is added to the complaint, reportable for the implant loosening event. Lot codes and additional product information updated for previously identified products.

Manufacturer narrative:
(B)(4). Concomitant med products: unknown knee femur component; attune fb tib base sz 7 cem tibial tray; smartset gmv 40g us eo bone cement (x2); attune cr fb insrt sz 6 5mm tibial insert; unknown knee patella component. Initial reporter occupation: non-healthcare professional: attorney.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Patient code: synovitis, no code available (3191) used to capture the medical device removal and surgical intervention.

Event description:
The surgeon also noted synovitis.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.